Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked during the infusion. The following information was provided by the initial reporter, translated from chinese: "after the needle-free airtight infusion connector is connected, the infusion cannot be performed, and the infusion is normal after being removed."

Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22025316. The feedback provided by the customer suggests occlusion was detected during use of the smartsite device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025316 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. The connecting product in clinical use at the time of this specific customer's experience was not received for investigation; therefore, it was not possible to confirm if the connecting product may have contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.